Event description:
During pump setup, device alarmed s136 error. Another pump was obtained and programmed successfully. No patient involvement, no adverse affects or medical intervention required and no delay in critical therapy. No additional patient information provided by dept.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation was unable to duplicate the complaint of "two s136 errors" during testing, but confirmed in history logs. The device passed power on self test and run-in test. However, watchdog (s136) and post software alarm were found in the history logs. The potential root cause was corrupted software. Manufacturer re-downloaded the software.